Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1928sf-2-1 suture anchor, corkscrew® ft ii 5.5 mm x 16.3 mm with #2 fiberwire and #2 tigerwire, serial/batch (B)(6), was received for investigation. Visual evaluation found no damage on the handle. Further evaluation of the corkscrew found a nick on the thread at the proximal end. The sutures close to the implant were frayed. Functional testing was performed by moving the suture still inside the shaft to check for any resistance; no issues were found. The fixation of the screw to the suture was also checked, and it was found that the screw is firmly attached to the sutures. Overall length: specification: .642 ± .005 result: .642. Major diameter: specification: ø .213 ± .003 result: .213. Minor diameter: specification: ø .050 + .003/ -.000 result: .052. The most likely cause of the reported failure is user error, specifically improper bone preparation and applying excessive force during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the threads in the anchor were worn. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 30-jan-2025: it was confirmed that the error occurred during insertion.